Event description:
Caller reported a malfunction on the pump, identified by malf 12 code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts provided information to reset the pump and assisted the caller in doing so. The issue did not recur after the reset, and the customer was informed to continue using the pump while being advised to call back if the malfunction code reappeared.